Event description:
It was reported that customer experienced repeated issues where tubing fill required about 50 units of insulin instead of usual 10 units. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.